Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced blood loss. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an unspecified amount of blood loss coincident with usage of an intravenous extension tubing set connected to an intravenous access device. The cause of the event was reported to be due to the patient pulling apart the tubing from the patient end leading to a separation of the tubing from the female adapter connector. The intravenous access device remained in situ leading to an unspecified volume of blood loss. Treatment for the blood loss was unknown. It was unknown if the patient was recovering or was recovered from the blood loss. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: brand name. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient¿s weight was reported to be (B)(6). The tubing was being used to deliver unspecified tpn (total parenteral nutrition). It was reported that the patient had bled through the open connector and as a result the bedding underneath the patient was saturated. The total amount of blood loss was unable to be determined. Subsequently, the remaining connector was removed and new tubing was primed for use. No further information was provided regarding the outcome of the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.